Event description:
A customer reported that on (B)(6) 2011 they observed a cleaner leak under the coulter hmx hematology analyzer with autoloader. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat and gloves, at the time of occurrence. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) observed that the drain tubing from the needle was kinked. The fse straightened the drain tubing by cutting the kinked section out and placing the tubing back on the fitting. The fse verified repair per established procedures, and the instrument was returned into service. The root cause was attributed to a kink in the drain tubing.